Manufacturer narrative:
The investigation could not identify a product problem. Tsh version 2 performs within specifications.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys tsh assay (tsh version 1) on the customer's cobas 8000 e 801 module and with the tsh version 1 assay and the elecsys tsh ver. 2 assay (tsh version 2) on a second e 801 analyzer used for investigation. The samples were initially tested using tsh version 1 (lot unknown) on the customer's e 801 analyzer. The samples were provided for investigation and tested with both tsh version 1 (lot 454296, expiration unknown) and tsh version 2 (lot 473407, expiration unknown) on the second e 801 analyzer on (B)(6) 2020. This medwatch will apply to the tsh version 2 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the tsh version 1 assay. The reference range used for both the tsh version 1 and version 2 assays is 0.5 - 5.00 uiu/ml. The first sample resulted as 0.674 when tested using the tsh version 1 assay on the customer's e 801 analyzer. This sample resulted with a value of 0.224 when tested using tsh version 1 assay and a value of 0.224 when tested using the tsh version 2 assay on the e 801 system used for investigation. The second sample resulted as 0.906 when tested using the tsh version 1 assay on the customer's e 801 analyzer. This sample resulted with a value of 0.277 when tested using tsh version 1 assay and a value of 0.261 when tested using the tsh version 2 assay on the e 801 system used for investigation. The third sample resulted as 5.17 when tested using the tsh version 1 assay on the customer's e 801 analyzer. This sample resulted with a value of 3.46 when tested using tsh version 1 assay and a value of 3.22 when tested using the tsh version 2 assay on the e 801 system used for investigation. The serial number of the e 801 analyzer used by the customer is unknown. The serial number of the e 801 analyzer used for investigation is (B)(4).